Event description:
It was reported that a patient underwent a sling procedure five years ago. On an unknown date, the patient experienced two kidney infections and thrush. No further information is available at this time.

Manufacturer narrative:
Date sent to the FDA: 09/29/2009. Conclusion - no conclusion can be drawn at this time. Should additional information be obtained, a supplemental form will be submitted accordingly.